Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, fecal incontinence. It was reported that the reason for the call was to report that about six months ago they noticed a return of symptoms, leaking. When asked, the patient said that they were very sick and were in the hospital and forgot about the implant. The patient said they were diagnosed as having diabetes. The patient said that all of a sudden all of the things started happening again. The patient asked for assistance in connecting to their implant. The agent reviewed therapy information and general programming guidance. With instruction, the patient connected to their implant and confirmed that therapy was on. The patient made a slight increase in their settings. The patient said they would track their symptoms. An email was sent to patient registration to update their phone number.